Event description:
On november 8, 2007 at 5:02 am, the lay-user/pt contacted lifescan (lfs) another country alleging that the one touch ultra 2 meter is giving error 5 messages. Per the owner's manual, error 5 indicates that the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The pt is current taking humalog insulin on a sliding scale regimen. On the day before at 9am, the pt attempted to use the meter several times. However, he could not test his blood glucose due to the repeated error 5 messages. The pt did not know what his blood glucose was and guessed his insulin dose. He took 15 units of humalog. At 10:30 am, the pt went to the doctor's for a routine checkup. During this time, the pt started to feel cold and shaky. He went to the car and ate a mars bar and drank lucozade. The pt reportedly felt better soon after. The pt did not test on any other meter. During troubleshooting, the customer care advocate verified that the pt was using the correct technique, the condition of the test strips were good, and reported issue was not resolved with training. This complaint is being reported because the pt developed symptoms that were suggestive of hypoglycemia after he received the error 5 messages and guess on his insulin doses. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.